Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent was returned in a plastic tube and is severely deformed, i.e. Deformed and flattened on one end. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a predilated moderately calcified lesion (60 percent stenosis degree) in the moderately tortuous distal rca. The device could not cross the 6f guiding catheter curve, inside the catheter, side by side with an euphora balloon catheter. When retrieving the stent system, it was observed that the stent was completely detached from its delivery system. The stent was retrieved.